Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. Although the exact implantation date is unknown, it was reported that the device was implanted within (B)(6) 2011. The complainant indicated that the device remains implanted within the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was implanted within (B)(6) 2011 (exact date unavailable.) According to the complainant, the patient had a malignant stricture within the bile duct above the hepatic portal region (p8). The patient was not noted to have tortuous anatomy. The stent was implanted in (B)(6) 2011 to treat the stricture. On (B)(6), 2011, it was discovered that the stent was occluded distally due to tissue in-growth and biliary sludge. On (B)(6), 2011, a second wallflex biliary rx partially covered stent (subject of MFR. Report # 3005099803-2011-04276) was placed within the existing stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.